Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was unknown. Customer was explained the possible causes of the blank display. The customer reported that the device was exposed to sweat and stated that she was hiking. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.